Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized and treated for high blood glucose. The blood glucose reading at time of call was 113 mg/dl. Troubleshooting was declined as the customer was concerned to get additional supplies, since he had received wrong infusion sets. Advised the customer to call back if he needs further assistance. No additional information was provided.